Manufacturer narrative:
Functional testing of the returned used set confirmed leakage from the ivex high pressure filter. The filter leaked from its air vent through an opening in the perimeter seal of its hydrophobic membrane. Co has recently confirmed a low level of leakage from both the filter air vent and the filter housing. The filter manufacturer has identified the caused for the leakage and implemented corrective actions to address this issue. An investigation is being conducted to asses the effectivity of these corrective actions. A review of the batch record data for the recorded to number was conducted by manufacturing site personnel. The review revealed no discrepencies that may have contributed to the reported problem. No defects were found on the samples tested by quality assurance prior to final product release.

Event description:
Rec'd report of leaking IV tubing filter. A pt was receiving antibiotics via a newly inserted mediport for positive blood cultures for mrsa from a previously contaminated venous access device. She was receiving procalamide (IV nutrients) at 75 cc/hr, and had just finished receiving a dose of rocephin. The nurse then noted bleedback in the line and clotting was present from the needle into the tubing, so the nurse had to change the tubing and reaccess the port with another needle. No pt harm reported.